Manufacturer narrative:
Corrected h4 of the initial med/watch - mfg. Date from feb 13, 2020, to jul 07, 2020. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign object was not identified. The root cause of the foreign object residue in the device could not be determined. Reprocessing information: it was confirmed that the facility conducted reprocessing in accordance with instruction manual and there was no delay in the reprocessing. As a result of confirming contents of instruction manual at the time of shipment of the product, there are following descriptions about reprocessing. Chapter 3 "compatible reprocessing methods" chapter 4 "reprocessing workflow for endoscopes and accessories ' chapter 5 'reprocessing the endoscope (and related reprocessing accessories)" chapter 6 "reprocessing the accessories" chapter 7 "reprocessing endoscopes and accessories using an aer/wd" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material on the bending section cover glue. There were no reports of patient involvement.